Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The reporter alleged that "sparks" started coming out of the aviva blood glucose monitor after changing the battery. No adverse event reported. The device serial number was not provided. The blood glucose monitor was discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.